Manufacturer narrative:
B1, b2, b5. Remove MDR codes 4582 and 2199. B1, b2, b5. Remove MDR codes 4582 and 2199.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 512 mg/dl. Bg level was corrected with a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.